Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported that during single-hole thoracoscopic segmental surgery , when severing segmental tissue, after fired, noted some staples malformed. Changed to new one to complete surgery. There was no patient consequence reported. No additional information can be provided.